Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message upon scanning the freestyle libre sensor. As a result, the customer was unable to monitor glucose and experienced symptoms of profuse sweating and rapid heartbeat. The customer was unable to self-treat and had contact with a healthcare provider who administered a glucose injection for treatment. Post-treatment laboratory readings of 120 mg/dl, 100 mg/dl, and 85 mg/dl were also reported. There was no report of death or permanent injury associated with this event.